Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 bd ultra fine¿ mini pen needles had no flow while priming insulin. The following information was provided by the initial reporter: "I am on my 2nd box of needles and am so disappointed. Around every other needle does not work. I end up having to start all over because it will not generate the "drip" or "flow" it is supposed to show before injecting insulin. I dial in the 2 increments it says and still no flow."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. New jersey, USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra fine¿ mini pen needles had no flow while priming insulin. The following information was provided by the initial reporter: "I am on my 2nd box of needles and am so disappointed. Around every other needle does not work. I end up having to start all over because it will not generate the "drip" or "flow" it is supposed to show before injecting insulin. I dial in the 2 increments it says and still no flow."